Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four months after the implant of this transcatheter bioprosthetic valve, angiography indicated significant paravalvular leak (pvl) due to annular calcification. A balloon aortic valvuloplasty (bav) was performed with a dilation balloon but did not improve the pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted approximately 6mm deeper than the first valve. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, or the presence of pre-existing patient conditions. In this event, the reported cause of the pvl was the patient¿s annular calcification. However, based on the available information and no angiographic records to review, a conclusive cause for the pvl could not be confirmed or determined. If information is provided in the future, a supplemental report will be issued.